Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners.

Event description:
It was reported that the customer received a motor error alarm on his or her insulin pump. The customer's blood glucose was unk at the time of reporting. The insulin pump is being replaced. No additional info was reported.